Manufacturer narrative:
Failure analysis noted that the pump alarmed motor error during rewind due to motor encoder signal out of phase. They were unable to perform the displacement test due to the motor error alarm. They were unable to confirm the motor position encoder error due to history file overwritten. The pump had broken battery tube threads, cracked reservoir tube lip, cracked display window corner, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 160 mg/dl. The pump passed the displacement test and was able to prime but the motor error alarm occurred three times in the last thirty days. Troubleshooting was able to resolve the issue. The device was returned for analysis.